Manufacturer narrative:
The device referenced in this report was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation was not completed as the manufacturer cannot perform an investigation on an unsterilized device; therefore, the evaluation was not performed. As part of our investigation into this report, a field support specialist (fss) contacted the facility and was informed the clostridium difficile was identified from another patient who did not undergo a procedure using the same device. Based on this information, omsc determined that the reported patients' outcome could have been due to other sources and not the gastroscope. Therefore, omsc will not take action for this event at the present time.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the five patients involved in this event. On (B)(4) 2011, the facility reported that clostridium difficile was identified from five patients who underwent percutaneous endoscopic gastrostomy (peg). The patients underwent the procedure during a two week period before (B)(6) 2011 and experienced diarrhea after the procedure. The device was used on another patient during the same period and no incident was reported. The facility conducted microbiological testing on a sample collected from the biopsy channel of the device and no clostridium difficile was identified. The facility reported that the five patients are receiving medication and are recovering. Please cross reference MFR. Report numbers: 8010047-2011-00298, 2951238-2016-00125, 2951238-2016-00127, and 2951238-2016-00128 to account for the five patients as referenced in the original report. The following report will be supplemented to cross reference the four associated infection complaints: 8010047-2011-00298